Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss. Possible contributing factors for the reported cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. Base on the returned device components, no manufacturing related deficiencies could be identified. The needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have contributed to the reported cuff miss. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device might have been twisted and/or rotated during needle deployment. Also, it could not be definitively concluded that the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the reported cuff miss. Based on the reported information, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.